Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the patient experienced increased intraocular pressure and a trabeculotomy was performed. The patient also started using a topical intraocular pressure lowering medication following the trabeculotomy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon that the causal relationship between the event and the device were probable. The patient experienced increased subconjunctival cells and continues to recover.

Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Attempts have been made to obtain additional information. A completed questionnaire was not received. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that 18 months following a glaucoma filtering device implant surgery it was found that the device touched the cornea and corneal edema occurred. The device was removed one month later. Additional information was requested.